Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The cobra retract broke during an anterior hip surgery. Update 5/16/16- product originally showed in etq as a pfr product; therefore, an MDR-no decision was made. However, it was found that the pfr agreement was not in place at the time and therefore depuy has the reporting responsibilities for this product.

Manufacturer narrative:
Evaluation of the returned product showed that the instrument was cracked and not broken. Therefore this report was created in error as there is no patient harm. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.